Event description:
A report was received that a pt was experiencing intermittent stimulation and that she feels pain from her lower left buttocks down her leg and into the bottom of her foot. The pain only occurs when the stimulation is on, and the pt is unable to walk well. The physician took x-rays and no migration has occurred. The pt is scheduled to undergo a lead revision procedure.